Manufacturer narrative:
The device was not returned for analysis. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. Hemorrhage is a known inherent risk of endovascular procedure and are documented in our device¿s instruction for use (IFU). Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Citation: rescue thrombectomy in large vessel occlusion strokes leads to better outcomes than intravenous thrombolysis alone: a ¿real world¿ applicability of the recent trials. Raul g. Nogueira. Interventional neurology 2016;5:101-110. Medtronic received report that post mechanical thrombectomy with a solitaire 9 patients were reported to have experienced a symptomatic intracranial hemorrhage.